Event description:
Pt tested blood glucose as 120 mg/dl on suspect device. She began to feel dizzy and passed out. Mother called emergency medical technicians who tested her as 54 mg/dl and then 88 mg/dl. At the hosp she was given a glucose intravenously. Pt is still not feeling well. Pt's strips expired 12/97.